Event description:
It was reported (B)(6) 2010 that there was withdrawal with symptoms of increased baseline pain and sweating (diaphoresis). On (B)(6)2010, hcp was able to recover the stall but the pump stated "some default settings such as a re-set time clock and a refill occurred which had not occurred," so the pump was explanted. The pump was infusing dilaudid at a concentration of 2.0 mg/ml at 0.4810 mg/day and clonidine at a concentration of 300.0 mcg/ml at 72.16 mcg/day.

Manufacturer narrative:
(B)(4): final device analysis for the pump revealed no anomaly found - normal device function and for the catheter no anomaly found.